Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette is not attached properly. No adverse effects were reported.